Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('gen. Abnormal bleeding.') In an adult female patient who had essure (batch no. 625503) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and vaginal discharge abnormality. Concurrent conditions included menses irregular, hot flashes, mood swings, night sweats, hypertension, endometriosis, paratubal cyst and mixed hyperlipidemia. Concomitant products included lisinopril from (B)(6)2018 to (B)(6)2018 for hypertension as well as ethinylestradiol;levonorgestrel (ovral-lo) since (B)(6)2018, nsaids since (B)(6)2008 and paracetamol (acetaminophen) since (B)(6)2008. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysteroscopy. (Full),salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the psychological trauma, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: essure coils were then introduced into the fallopian tubes. 1 coils were visible on the right and 1/2 coil remained on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: essure device was successfully occluded.. Imaging procedure - on (B)(6)2008: bilateral occlusion. Pathology test - on (B)(6)2018: a-uterus with bilateral fallopian tubes, robotic hysterectomy and bilateral salpingectomy: 1-lnactive type endometrium, negative for hyperplasia, atypia or malignancy 2-benign myometrium, with occasional small lymphoid aggregate 3-benign cervix 4-benign fallopian tubes with paratubal cysts b-essure coils from bilateral fallopian tubes: essure coils (gross only) c-endometriosis, biopsy: endometriosis. Ultrasound scan vagina - on (B)(6)2018: uterus is heterogeneous but no obvious fibroids. Bilateral essure coils visualized. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, menorrhagia. Lot number: 625503 manufacture date: 2007-09 expiration date: 2009-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('gen. Abnormal bleeding.') In an adult female patient who had essure (batch no. 625503) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menometrorrhagia and vaginal discharge abnormality. Concurrent conditions included menses irregular, hot flashes, mood swings, night sweats, hypertension, endometriosis, paratubal cyst and mixed hyperlipidemia. Concomitant products included lisinopril from (B)(6) 2018 for hypertension as well as ethinylestradiol;levonorgestrel (ovral-lo) since (B)(6) 2018, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysteroscopy. (Full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the psychological trauma, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: essure coils were then introduced into the fallopian tubes. 1 coils were visible on the right and 1/2 coil remained on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Pathology test - on (B)(6) 2018: a-uterus with bilateral fallopian tubes, robotic hysterectomy and bilateral salpingectomy: inactive type endometrium, negative for hyperplasia, atypia or malignancy, benign myometrium, with occasional small lymphoid aggregate, benign cervix, benign fallopian tubes with paratubal cysts. Essure coils from bilateral fallopian tubes: essure coils (gross only) endometriosis, biopsy: endometriosis. Ultrasound scan vagina - on (B)(6) 2018: uterus is heterogeneous but no obvious fibroids. Bilateral essure coils visualized. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 21-oct-2019: fu 3/4 processed together. Mr received: lot number were received. Reporter information were updated, patient history, lab data, concomitant drugs were added. On 22-oct-2019: fu 3/4 processed together. Pfs received: new events added: abnormal bleeding (vaginal), mental anguish, dysmenorrhea (cramping). Event onset date, event outcome were added. Reporter information were updated. Concomitant drugs were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('gen. Abnormal bleeding.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysteroscopy. (Full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Imaging procedure on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporters information updated. Event: abdominal pain, menorrhagia (heavy menstrual bleeding),gen. Abnormal bleeding, psych injury were added. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.